Event description:
It was reported that the shaft of the bur broke during a spinal procedure. It was also reported that there was a few minutes delay to get a new bur and drill to remove tip. It was further reported that a x-ray was performed to confirm removal. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined. A photograph of the broken device was provided which confirmed the breakage.the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the shaft of the bur broke during a spinal procedure. It was also reported that there was a few minutes delay to get a new bur and drill to remove tip. It was further reported that a x-ray was performed to confirm removal. It was also reported that the procedure was completed successfully.